Event description:
It was reported that a patient underwent a coronary intervention procedure on (B)(6) 2011. Access was obtained at the right common femoral artery (rcfa) via a 6f procedural sheath. A pre-procedural femoral angiogram showed the vessel size to be 7 mm. The patient's activated clotting time (act) was 383. The patient was anticoagulated with angiomax peri-procedure. Following the procedure, the physician, who is in training to the mynx, along with the aci sales professional present, used the device to close the access site. It was reported that the deployer inserted the device and inflated the balloon. When the balloon was against the arteriotomy, the sealant was deployed. The deployer was ready to lay the device down when he opened the side port and noticed some blood flowing into the side port. The device was removed and the deployer held 10 minutes of manual compression. Several minutes later, the patient developed a medium to large hematoma, described as 'golf ball-sized'. A femostop was applied (length of time unknown) and the hematoma was resolved. It was reported that the patient was fine. There was no reported clinical sequela. No further information was provided.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.